Manufacturer narrative:
The product was not returned for evaluation. We are unable to confirm any product malfunction or other product condition to have contributed to the patient's ketoacidosis and hospitalization. No lot release records were reviewed because no product lot number was reported. Omnipod insulin management system ¿ user guide. Model: cat45e/cat45f. 15546-aw rev d 06/2016. Checking your blood glucose 7 / page 98. Warning: if you get results below 3.9 mmol/l or above 13.9 mmol/l, but do not have symptoms of hypoglycemia or hyperglycemia repeat the test. If you have symptoms or continue to get results that fall below 3.9 mmol/l or above 13.9 mmol/l, follow the treatment advice of your healthcare provider. Living with diabetes 9 / page 119. Warning: if left untreated, dka can cause breathing difficulties, shock, coma, and eventually death. Alerts and alarms 10 / page 126. Warning: when a hazard alarm occurs in the pod, all insulin delivery stops. Failing to address the situation could result in hyperglycemia. If you had a temp basal or extended bolus running when the hazard occurred, the pdm will remind you of this. Due to the serious nature of hazard alarms, you must act promptly to resolve them. Acknowledge the alarm condition by pressing ok, which silences the alarm. Deactivate and remove the active pod (see chapter 5, using the pod). Activate and apply a new pod (see chapter 5, using the pod).

Event description:
It was reported that the patient¿s blood glucose (bg) history is as follows: (B)(6). At 11:00 am she was taken to the hospital where she was diagnosed with diabetic ketoacidosis. At the hospital she was placed on two different intravenous therapy (IV) of potassium chloride and insulin. She had severe complications from the IV and spent 3 days in the thrombosis unit because they thought she had a blood clot where she was given blood thinners. The patient had psychological issues afterwards due to the incident. She is going to see a psychologist. She was kept in the hospital until everything was stabilized as far as her bg levels as well as confirming she did not have a blood clot. The pod was worn between 4 and 24 hours on the leg.